Event description:
Patient was scheduled for a rhinoseptoplasty with submucous turbinate resection. The generator used for the turbinate resection would not function when disposable handpiece was plugged into it. A new handpiece was opened and the machine still would not work. Olympus representative was called and stated they were in town. Representative brought a second generator, had it checked in by biomed team, and presented it for case. The second machine functioned properly when the handpiece was connected and the physician was able to complete the surgery, as planned.